Event description:
Enseal endoscopic vessel seal tip straight enseal 5mmx35cm was being used to resect the rectum of the patient. The enseal lower jaw broke off and another small piece was found inside the patient's rectum. Proper protocol was followed by taking an x-ray and having a radiologist read it. It was confirmed that there were no other pieces of metal left inside the patient.

Manufacturer narrative:
The following elements have blank data.

Event description:
Enseal endoscopic vessel seal tip straight enseal 5mmx35cm was being used to resect the rectum of the patient. The enseal lower jaw broke off and another small piece was found inside the patient's rectum. Proper protocol was followed by taking an x-ray and having a radiologist read it. It was confirmed that there were no other pieces of metal left inside the patient.